Manufacturer narrative:
The initial reporter was customer. The correction of d1 brand name, d2 product code, d2 product code description, d4 version or model # and d4 unique identifier (UDI) # deems required. This is based on the internal evaluation. Previous d1 brand name: lucea 50 corrected d1 brand name: lucea led®. Previous d2 product code. : ftd. Corrected d2 product code. : fsy. Previous d2 product code description.: lamp, surgical. Corrected d2 product code description.: light, surgical, ceiling mounted. Previous d4 version or model # : ard569010102. Corrected d4 version or model # : ardlca209012a. Previous d4 catalog # : ard569010102. Corrected d4 catalog # : none. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Getinge became aware of an issue with one of surgical lights - lucea 50. As it was stated the cover detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event.it is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. As stated by subject matter expert at maquet sas, the most probable root cause of the break of this cap is repeated and violent shocks during the use of the device. Another probable root cause is that the cap has been forgotten or deteriorated after a readjustment of the spring arm during the maintenance of medical device. The yearly preventive maintenance program documented in the technical manual for lucea 10/40 (0170201 1k) on page 10 mentions to check the fixing of all caps. The cap must be reinstalled during installation or after the maintenance procedure. Maquet sas strongly advises to check similar devices in the hospital in order to check the presence of all spring arms caps. If a missing cap is noticed, a new one should be ordered as spare parts. (Blue 30 / lucea 40-50 : ard569010102) getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Contact person phone number: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - lucea 50. As it was stated the cover detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination in case of reoccurrence.